Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited noise reversion, auto mode switch and high impedance was also noted. Amplitude variation appeared to be causing mode switching. The lead remained implanted.

Event description:
New information notes that the atrial lead continues to exhibit noise. The lead was explanted and replaced.